Event description:
It was reported that console is nearing its end of life, and it is now operating with reduced output at 80% efficiency. Boston scientific has been unable to obtain additional information regarding the patient or procedure outcome to date, despite good faith efforts.